Event description:
It was reported that the ¿cap¿ of a large volume infusor disconnected easily, causing the oncological solution within the device to leak. This occurred during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 12, 2012 ¿ october 13, 2012. The actual device was not received for evaluation; however, a photograph was received and evaluated. Visual inspection of the photograph revealed fluid inside the bag that contained the unit which indicated leakage had occurred. Further visual inspection revealed that the blue winged luer cap was separated from the device. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The leak was the result of separation of the winged luer cap from the restrictor housing, however, the root cause of that separation could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The physical device is reported to be unavailable for evaluation; however, photographs of the device was received and will be inspected. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.